Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "no image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was not producing an image, just lines across the screen. The biomed was able to isolate the issue to the avl video baton 3-4. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.